Manufacturer narrative:
One samples of item number 11532269 were received for quality evaluation. Visual examination of the submitted sample indicates the sample tubing has separated from the filter outlet port. The customer complaint of separation other component - leak was confirmed. The investigation was forwarded to manufacturing for further evaluation. After investigation, leakage between tubing sleeve/filter could be related to an incorrect expansion of the sleeve tubing (more than three times with the expander) by the production personnel. The failure was addressed under work instruction was update to add visual aids to help the assembly personnel understand the correct assembly between the tubing sleeve and filter and to specify that this operation is critical. A device history record review for model 11532269 lot number 24085255 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that they had 2 leaks before infusion. Customer stated that they had 2 leaks before infusion. The tubing filter dislocated from tubing. They used 2 different chemo medications and two occurrences.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.